Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the ortholoc 3di plate broke.

Manufacturer narrative:
The products were not returned; however, a photographic image and a radiographic image were provided. Visual examination of the images provided confirms that the plate has fractured. However, since the device was not returned, a product analysis cannot be performed. There are many clinical factors that can affect the results of any surgery, such as patient activity, implant alignment, and surgical technique. The package insert supplied with this device and the current package insert list fracture of the implant as a potential complication and adverse reaction. With the information provided, conclusions related to product use or contribution cannot be made.